Event description:
The customer reported a speaker malfunction error message and no sound coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. It was confirmed that there was no sound coming from the device. A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with the display. It was confirmed that there is still sound coming form the device. After part(s) replacement the device was returned to functional use with no further issue(s) identified.